Event description:
A baxter service technician reported a colleague infusion pump which experienced a false air in line alarm during device evaluation. No patient injury or medical intervention was reported. The software version of this device is unknown. No additional information was available.

Manufacturer narrative:
(B)(4).the device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a false air in line alarm was found during product evaluation by baxter personnel. No assignable cause could be provided for this condition and no repair was necessary. A service history review revealed no previous service events were related to the reported condition. However, the pump's channel b air in line printed circuit board was replaced during previous service. This involved an unremediated infusion pump with user interface module master software version 5.04.00. Should additional information be received, a follow-up medwatch will be submitted.